Manufacturer narrative:
Results - litter support bracket.

Event description:
It was reported by service report that the foot end support brackets are broken. No pt involvement or adverse consequences are reported.